Manufacturer narrative:
Concomitant medical products: product ID: g150 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead shock coil exhibited high impedance and there was suspected rv coil fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.